Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. Reported event was unable to be confirmed due to limited information received from the customer. An investigation has been performed, consisting of a documentary review and a product analysis. The product analysis shows that the product has been returned broken, indeed it was in four parts. There were black dried blood on the product. The review of the device manufacturing quality records can't be performed as the product was manufactured in 1999 (according to the batch number) and the device manufacturing record was lost during the enterprise resource planning migration. This complaint could be reopened if the device manufacturing record is found. One complaint has been recorded for plat.tib.alp.uni ind/exgt2 h0, reference (B)(4). According to available data, the exact root cause can¿t be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision due to wear of the insert. The patient has a medium activity level.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision due to wear of the insert. The patient has a medium activity level.